Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device wa not returned to the manufacturer for analysis . The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a patient was admitted to a hospital on (B)(6) 2015 due to hypertension. According to the reporting nurse, the patient at or four hours prior to hospitalization. The patient was discharged from the hospital on (B)(6) 205 and as of (B)(6 )2015, the complaint of hypertension resolved, and the patient continued to use continuous cycler - assisted peritoneal dialysis (ccpd) therapy without further issue. Medical records were requested.